Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed from the event logs but replicated during testing. Physical inspection of the device noted fluid ingress beneath the membrane frame. The pumping mechanism was removed to expose the bezel, evidence of previous fluid ingress is observed in the pump finger grooves. The dried fluid residue, may have restricted the movement of the pumping finger which may cause an over infusion. Analysis of pcu event log shows a calculated volume infused of 3067.87ml. The last programmed infusion of drug ID 41 (tpn) did not complete, the pump was infusing for 13 minutes before being channeled off. Rate accuracy testing was performed using a rate control set. The test shows the pump module was out of specifications with an actual error of 6.5833%. The acceptable error is +/- 3.4%. The pump module was calibrated. Afterwards, the pump module passed the rate accuracy with an actual error of 0.0758%. The proximate cause of the customer¿s report of an over infusion may be attributed to fluid ingress found in the primary finger grooves, which partially restricted the movement of the pumping finger.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of 3,250ml of tpn was programmed to infuse at 105ml for 1 hour and 210ml for 14 hours than 105ml for 1 hour. The total volume to be infused was 3,150ml with a 100ml of overflow in the bag over 16 hours. The bag was noted to be empty sooner than expected. There was no report of patient harm.